Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a battery issue.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that the battery cannot charge due to malfunction of battery. The battery was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.